Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports: inpen is not pairing to app. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 2.981 volts. No battery anomaly noted. Inpen passed front cap investigation. However, during baseline and wireless functionality tick mark does not align in the gage window when dialing to desirable doses to pair unit and during the 15u testing test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between inpen and the inpen app. The customer reported no adverse event. The event involved product(s) mmt-105elgyna, mmt-8060. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105elgyna was requested and the customer response was that the device returned. Product return is not applicable for non physical device mmt-8060.